Manufacturer narrative:
The suspected device was returned for evaluation. A review of the available service history within the last 12 months was conducted and found no issues related to the previous service. Performed functional and visual inspection and found shutdown pressure too low. The customer complaint was confirmed. The probable cause of the reported issue was found to be downstream occlusion (dso) sensor, and it will be recalibrated.

Event description:
It was observed during inspection of a returned pump that the shutdown pressure was too low. This malfunction could result in an interruption of therapy or compromise the intended delivery of medication, potentially affecting patient treatment if the issue were to recur. There was no patient involvement and no harm.